Manufacturer narrative:
(B)(4). The device was not returned for analysis. The reported difficulties appear to be related to user technique and the treatment appears to be related to procedure circumstance. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement with a proglide device was attempted in an unspecified vessel using the preclose technique after a transcatheter aortic valve implantation (tavi) procedure. Reportedly, after the plunger was retracted an anterior cuff miss was noticed. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. No clinically significant delay in the procedure was reported. It was reported that the physician is in-training in the use of the proglide device and being established in the preclose technique. No additional information was provided.